Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) via an implantable pump for unknown indications for use. It was reported that  the patient was having issues with the pump and they think it might be contributing to her current condition. The caller stated that they have been trying to get the pump fixed or resolved but have not been able to follow up due to the patient coming back to the hospital. Caller mentioned that they saw the patient at the beginning of the month on april 5th and the patient had the same issue but got better. The caller was supposed to fill the pump with another doctor that would debug the issue but the patient was already back at the hospital again. The caller confirmed that the pump was not beeping or alarming.